Manufacturer narrative:
Additional information: product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: post op lateral x-rays of l4-s1 fusion shows a single broken screw at s1. It is also reported the patient has achieved solid fusion at the l4 month start point. Head cone placement appears appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual review confirms screw breakage ~3 threads down from the base of the bone screw head. Visual and microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Microscopic examination of the fracture surface identified gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disc disease and underwent posterior stabilization surgery at l4-l5-s1 levels. Post-operatively, the screw was found broken on the right side of s1. The patient has achieved solid fusion. No patient complications were reported.